Event description:
A facility reported: when disconnecting the live pin of power supply country specific adaptor, the live pin of the power supply remained in the mains power supply outlet socket. The pin has live 230 volts potential. Connection cables checked. Plug socket checked. Plug removed from socket and found electrical live pin left on plug board. Removed patient from the area to allow electrician to fix the fault. Emergency electricians called to remove the pin. Electricians turned isolated board and turned off live electrical supply, then removed the pin. A new icp / codman monitor attached to the patient. No significant surgical delay. No electric shock for the users.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a

Manufacturer narrative:
The cerelink power supply was returned for evaluation: DHR - no anomlies were noted to have occurred during the manufacturing process. Failure analysis - power supply had live pin no longer connected to the blade adapter. The plastic surrounding the remaining pin showed signs of stress or deformation. This indicates the power supply when removed had an increased force load to the pin causing the plastic molding to yield. Root cause - the returned product was confirmed to have been in a broken state, with the plug missing a prong. The investigation performed internally was visual to confirm this, and an external investigation was performed at the supplier. The external investigation by the supplier noted that the likely cause of the failure is attributed to the power supply plug being removed from the outlet at an angle or in a way where the plug was torqued. It is recommended that customers are careful to remove the plug by pulling straight out from the outlet, rather than on an angle which will put increased stress on the plug pins making them more likely to break off.